Event description:
User rec'd erroneously low pt results and control recovery for sodium since (B)(6) 2009. There were a lot of 24 pt samples affected of which the following 10 pt results were discrepant. Sample type is plasma. User said the original results were run on this ise 2 unit and were reported. The samples were pulled and repeated on the other ise units at this facility, ise units 1, 3, and 4. Sample 1: initial result gave 128; repeat on ise 1 gave 139; repeat on ise 4 gave 137 mmol per l. Sample 2: initial result gave 127; repeat on ise 2 gave 134; repeat on ise 3 gave 132 mmol per l. Sample 3: initial result gave 131; repeat gave 140 - no ise unit provided for this repeat result. Sample was repeated again on ise 4 gave 137 mmol per l. Sample 4: initial result gave 133; repeat on ise 1 gave 140; repeat on ise 3 gave 139 mmol per l. Sample 5: initial result gave 131; repeat on ise 3 gave 138 mmol per l. Sample 6: initial result gave 127; repeat on ise 1 gave 134 mmol per l. Sample 7: initial result gave 128; repeat on ise 1 gave 139 mmol per l. Sample 8: initial result gave 134; repeat on ise 2 gave 140 mmol per l. Sample 9: initial result gave 133; repeat on ise 1 gave 140 mmol per l. Sample 10: initial result gave 131; repeat on ise 2 gave 140 mmol per l. User stated "they had to correct about 12 pt samples for a total of 24 results". No pt were adversely affected due to the reported erroneous results. Although the exact cause could not be verified by the field service rep, he found a leak in the diluent syringe seal and replaced the syringe seals and cleaned the seal seat. Ise checks, multiple calibrations, controls and a 20 sample precision check were run to verify analyzer performance.